Event description:
Boston scientific received information that at implant of this cardiac resynchronization therapy defibrillator system impedances greater than 2000 ohms were measured on both the right ventricular (rv) and left ventricular (lv) pacing leads, and noise was noted on the rv pace/sense electrogram channel as well. When the leads were evaluated with the pacing system analyzer all measurements were within normal range. Boston scientific technical services was contacted, troubleshooting was performed and it was determined that the rv lead was underinserted into the header. The issues were resolved when the rv lead was fully inserted into the header and there were no adverse patient effects. The system remains in service. The rv and lv leads associated with this observation are not approved for sale in the united states, but are part of a boston scientific study being conducted under an investigational device exemption (ide).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.